Manufacturer narrative:
UDI not available as the product information was not provided.

Event description:
Voluntary medwatch received states that the patient's left ventricular lead was explanted due to pocket infection. There were no patient consequences.